Event description:
A caller reported encountering an error with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the caller through a complete pump reset, after which the error did not reoccur, and the customer successfully started their sensor session.